Event description:
Rptr writes: given the following communication "I am concerned that there may be an untoward reaction when using the pall leukoreduction filter in patients who are concurrently receiving ace inhibitors. However, upon further examination of the "implied" results in one study, I am uncertain that in fact, a cause and effect relationship is conclusively established. Your agency has obviously approved this device for use in patients." Currently, leukodepletion of a pool of platelets is accomplished in the blood bank using a filter with positively charged fibers (baxter). Therefore, potentially severe hypotensive reactions have not been a concern for cardiovascular surgery patients on ace inhibitors receiving platelets. However, the change to a filter with negatively charged fibers (pall) presents the well documented problem of these patients experiencing potentially severe hypotensive reactions. In sharing this info, "I wanted to be certain that: 1. Physicians and nurses alike are aware of this potentially fatal reaction in patients on ace inhibitors receiving platelet transfusions utilizing this new filter. 2. These reactions are not viewed as serologically incompatible products or bacterically contaminated products. 3. Wastage of acceptable platelet pools is documented when transfusions are terminated due to hypotensive episodes." Given the simple way of avoiding this situation, blood center strongly recommends the use of positively charged fiber filters. As in the past, center is willing to leukodeplete pools of platelets prior to issue to avoid this serious problem.